Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had pain in their legs that suddenly started one and a half weeks prior to this report. Additional information received reported that the patient had been seen and adjusted on (B)(6) 2015 and their third lead was turned on. They were unsure what had led to the pain and, for the most part, the pain had resolved. Relevant medical history included spinal pain. If additional information is received, a follow-up report will be sent.